Manufacturer narrative:
Date of event and therapy date are estimated. Date of surgery is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-48357. It was reported that the patient's body was rejecting the device. As such, the ipg was protruding and causing pain. In turn, surgical intervention took place on an unknown date wherein the ipg was explanted. The lead was clipped but remains implanted. No additional information available.